Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, cracked casing at the display window corners, cracked battery tube threads, a completely broken off reservoir tube lip (the test reservoir will not lock/click in place), missing reservoir tube o-ring, and a cracked reservoir tube.

Event description:
The customer reported via phone call that her belt clip broke which resulted in reservoir damage; a piece of the reservoir compartment adjacent to the belt clip cracked. The patient's blood glucose at the time of incident is unknown; however, she treated her blood glucose with insulin shots. Troubleshooting was initiated for the physical damage. The customer confirmed that the reservoir compartment was partially broken off, and that the damage occurred due to the belt clip breakage. The customer was advised to discontinue use of the insulin pump and revert to a medically prescribed back-up plan. The insulin pump was returned for analysis and a replacement device was shipped to the customer.